Event description:
In 2008, the pt reported that she experienced elevated blood glucose of 499 mg/dl due to a bent infusion set cannula and she felt very tired. She injected insulin via syringe to lower her blood glucose to her normal range (below 140 mg/dl). Her blood glucose at the time of the report measured 98 mg/dl. She stated that she has experienced several bent cannulas over the past two weeks. She stated that the infusion site had been in use for "a few hours" at the time of the event. She stated that she changes her infusion site every 3 days and her infusion tubing every 7-10 days. She was advised to change her infusion tubing every 6 days. The pt was sent an infusion site insertion device and info on infusion site management. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.